Event description:
Kimberly-clark received a report from the (B)(6), stating, "the insulation on 2 of 3 si introducers had peeled back during the procedure." No patient injury reported.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending. The device has not yet been returned to kimberly-clark for analysis. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a supplemental report.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.